Event description:
It was reported during knee arthroplasty that the inner plastic sterile packaging of the femoral component was identified to be warped/melted upon opening. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned product and packaging confirmed that the sterile packaging exhibited damage consistent with thermal damage, however, sterility was not breached. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.